Event description:
"Customer reported: I have been advised to email to report a quality concern incident with the sol-guard safety syringe with fixed needle 1ml. I used one of these syringes to give a vaccine and the barrel of the syringe detached from the needle. I drew up the vaccine per normal, while I was injecting into the patient's deltoid, I noticed some vaccine trickling down his arm. I withdrew the needle and went to activate the safety cap and noticed it was in 2 pieces and the needle was missing. The needle was discovered on the floor later. The barrel of the syringe has been discarded before I could take a picture of it, but pictured is the end. Lot is 01107026 exp 2026-07-10. We have 1 more box of the same lot number and more boxes of another lot number. Is this a flaw with this lot or product? As you can imagine, this is not something that can be happening during an injection! See attachment section for initial email and complaint report from customer. "